Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 333mg/dl, 181mg/dl. Tests were done less than 10 minutes apart with a difference of 52%. Patient did not experience any adverse event. No further information has been reported.